Event description:
Event description cpi received information that at the replacement procedure of this patient's device, the rate/sense portion of this transvenous defibrillation lead was found to be fractured. This portion of the lead was capped. The shocking portion remains active. A non-cpi pace/sense lead was successfully implanted.